Manufacturer narrative:
510k: this report is for an unknown guide wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric fixation nail advanced (tfna) case, while putting in the guide wire into the neck and head of the femur, surgeon missed the blade hole in the nail. Surgeon drilled for the blade into the head and inserted the blade. When lateral x-rays was taken then it was noticed that nail was missed and the blade was not through it. Surgeon was able to remove the blade from the head and the nail from the femur without incident. Surgeon then inserted a new nail and inserted another guide wire through the nail and ultimately implanted the helical blade through the hole and into the head. There was no surgical delay reported. The procedure was successfully completed. Concomitant device reported: tfna nail (part# 04.037.259s; lot# 41p7959; quantity: 1); helical blade (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unknown guide wire. This is report 2 of 3 for (B)(4).